Event description:
Boston scientific received information that the device had entered safety mode after the patient received radiation treatment. No further information was available. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.